Manufacturer narrative:
The device was not returned, but the device activity logs were provided by the customer. An analysis of the device logs revealed several occurrences of ECG multi-lead faults and respiration impedance lead faults present throughout the entire case. While these issues do not inherently suggest a malfunction of the device, they serve as advisory notifications indicating that the lead connections may be improperly attached to either the patient or the device. Based on the log review, no device faults were identified. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads and multifunction cable. Additionally, the device failed to discharge. Complainant indicated the patient expired; however, they do not believe it was attributed to the reported malfunction.